Event description:
It was reported that the burr became stuck on the rotawire. The stenosed target lesion was located in a moderately calcified coronary artery. A 1.50mm rotalink burr and a rotawire extra support were selected for use. During procedure, when attempting to upsize the burr, it was observed that the burr became stuck on the rotawire and could not be removed. Both devices were removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.